Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose events after meals while using the ilet, despite announcing usual carbohydrate intake, and a discussion with a trainer was scheduled to assess potential pump adjustments. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and return to target range without hospitalization. Investigation included case intake, troubleshooting, and education with the user and caregiver. Investigation of this case revealed no device malfunction was identified based on the information available, and the cause of the hypoglycemic events remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.